Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The customer changed the set and was unable to complete the rewind. The blood glucose reading was 400 mg/dl. He treated with manual injection. The customer was able to rewind the insulin pump through troubleshooting and declined to troubleshoot for high blood glucose. The insulin pump was not replaced or returned for analysis.